Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 7mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis located in a coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis located in a coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good.